Event description:
Boston scientific received information that during a follow up visit, interrogation of this pulse generator (pg) device detected noise on the non boston scientfic right ventricular (rv) lead. In addition pacing inhibition greater than two seconds was noted. No adverse patient effects were reported.

Manufacturer narrative:
At this time this device remain implanted and in service. A lead revision is intended in the near future. Should additional information becomes available this investigation will be updated.